Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D9: additional information h2: additional information, device evaluation h3: additional information h4: additional information h6: additional information this report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation olympus provided the following result of the culture test, performed at the third-party labs: sampling date: april 1, 2026 sampling from: insertion section cfu: unknown amount bacterial identification: micrococcus luteus sampling date: april 1, 2026 sampling from: instruction channel/ suction channel cfu: unknown amount bacterial identification: microbacterium paraoxydans, stenotrophomonas beteli / geniculata / hibiscicola / lactitubi / maltophilia sampling date: april 1, 2026 sampling from: auxiliary water channel cfu: unknown amount bacterial identification: microbacterium paraoxydans the device was evaluated where an additional potential adverse event was confirmed where foreign material in the auxiliary water channel was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.